Event description:
Customer reported that the screen responsiveness was diminishing, requiring frequent multiple presses to enter information. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting for the issue.